Manufacturer narrative:
(B)(4). Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section h4: device manufacturer date details were not received from customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached during use on patient. The healthcare facility further reported that the patient was on continuous cardiac monitoring and has experienced desaturation. The patient has quickly recovered by increasing the fio2 and replacing the cannula. There were no further patient consequences reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached during use on patient. The healthcare facility further reported that the patient was on continuous cardiac monitoring and has experienced desaturation. The patient has quickly recovered by increasing the fio2 and replacing the cannula. There were no further patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section h4: device manufacturer date details were not received from customer. Method: the subject device, ojr418 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information, photograph and description of events provided by the distributor, evaluation of the return device, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the tubes was detached from the swivel grip tube joint with visible glue residue on the end of detached tube. Conclusion: our investigation could not determine the exact cause of the reported damage to the subject device. Based on our knowledge of the product it is most likely that the tubing was subjected to excessive force. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr418 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr418 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."